Event description:
While using a gold laser during a tonsilectomy, the laser port on the laser where the laser fiber is inserted became very hot to touch and started to melt the plastic housing. No pt harm. Reason for use: surgical procedure.